Event description:
Country of complaint: (B)(6). Thread broken inside cassette.

Manufacturer narrative:
Us reporting agent notified on 12/20/2013. Reported device not marketed in the us; however, similar device is. Mfg site eval: end of thread is into the cassette rendering it unusable. One knot must be done at the end of thread after every use to avoid this problem as indicated on the product label. Some tension in pulling the thread is necessary to avoid tangling the thread inside the cassette. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: na.